Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant surgical procedure, the generator (g11) prompted a message indicating excessive pressure. The nurse cleaned the instrument tip and remounted, but the instrument could not complete self-check. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported issue. The instrument was found with a broken curved blade. The broken material was was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with a solid tone or an error (error message of ¿replace instrument¿ kept appearing). The root cause of this failure is fatigue failure due to mishandling/misuse. Failure analysis found the primary failure of harmonic ¿ broken blade to be related to the customer reported complaint.